Event description:
A (B)(6) female pt contacted zoll customer support to report that she was receiving check therapy pad messages and that the electrode belt had a damaged cable with wires exposed. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (damaged cable and check therapy pad messages) were confirmed. As rec'd, the belt failed incoming functional testing. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. The pulled cable caused the reported messages. The root cause of the pulled cable could not be positively identified but was likely due to excessive force. No adverse event resulted from the damaged cable. The pt rec'd a replacement electrode belt.